Event description:
Clinical history: the pt had a totally occluded ptfe graft with graft along the sfa. After kneeling, bending at the knees, the pt presented acute leg pain to the ed on the following month. The mds interpretation was a significantly "crushed" graft near the popliteal area. Procedure: after multiple attempts, the physician was not able to cross the total occlusion of the graft from the ante-grade approach. The physician then placed a 6 fr sheath through the patient's medical thigh area through the graft. After a wire was successfully placed, a 0.9mm turbo-elite was used at 45 fluence / 25 rate with recommended flushing techniques. Minimal lumen obtained. A second pass was done using the 0.9mm laser catheter at 80 fluence/80 rate creating a small lumen near the distal portion of the graft. So an 8 fr turbo booster and 2.0 turbo-elite laser catheter were advanced distal to proximal to create the maximum channel possible. The booster and laser catheter were advanced less than 1 mm/sec in speed using short 5cm (4) quadrant passes throughout the entire graft without difficulty. Once the very proximal portion of the graft was accessed the booster was unable to advance. At this point, the pt complained of pain near the insertion site of the 8fr sheath. The sheath had become dislodged and had to be re-advanced through the ptfe graft. This in fact had occurred more than once during the case. The laser was removed off the 10 degree ramp with difficulty and was only moved 2-3mm into the window. The catheter was removed through the 8fr sheath after repositioning the sheath by advancing, it further through the graft access site. Once the laser catheters were removed and it was noticed to be completely melted together in one piece. Pt outcome: the pt received thrombolytic therapy. But the pt had a cold foot resulting in surgical intervention. On five days later, the pt was reported as "doing fine".

Manufacturer narrative:
Summary findings: the returned catheter, tb/te, system appear to function per device intent according to the instructions for use respectively. The laser catheter moved freely over the guidewire and turbo booster, but did not move prior to decontamination. Lack of movement, for example in a stationary site particularly in a non-moving blood field may cause heat to build up and cause coagulation at the tip of the te while on the ramp of the tb. According to instructions for use note on page 4... The movement and rate of advancement of the catheter distal tip should correspond directly with the rate of advancement being applied to the proximal shaft of the catheter. Excessive lasing time reported: 38 minutes including possibly 20 seconds at same location at end of catheter advancement. Root cause is concluded as user technique.